Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an infusion of bivalirudin intended to run at 2.8 ml/hr. Instead was programmed outside of guardrails to run at an unspecified greater amount with the bag completing at 2:00 pm. The patient had regularly scheduled labs drawn and the pt was within normal limits. No labs were drawn because of the event and there was no patient harm.